Event description:
The following article was reviewed: simonte g, fino g, isernia g, et al. Performance analysis of a new generation balloon expandable covered stent when used as bridging stent-graft during inner-branched complex aortic repair. Cardiovasc interv radiol. 2025:1-12. Doi:10.1007/s00270-025-04038-2 . The objective of this study was to assess the performance of the gore®viabahn®vbx balloon expandable endoprosthesis [vbx stent] when used as a bridging stent in association with artivion¿s inner branched endografts in thoracoabdominal repairs [ibevar]. There were 54 patients [mean age 74.5 years old] in the study and the total number of visceral arteries bridged with a vbx stent through an inner branch was 159. Technical success was achieved in 158/159 vessels. One intraprocedural celiac trunk occlusion occurred without identifiable cause. Among the target visceral vessels [tvvs] revascularized using vbx stent grafts, 10.7% (17/159) required relining with a bare-metal stent (bms) due to kinking, incomplete stent expansion, or to secure the stent-graft position in cases of a short distal landing zone. The reline procedures were performed in one superior mesenteric artery, 11 renal arteries, and 5 celiac trunks. Patient death was beyond 30 days. Perioperative mortality rate was 9.25% [n=5]. Two patients died of multiple organ failure, one from acute respiratory failure due to interstitial pneumonia, one from aneurysmal rupture following procedure failure and one from acute myocardial infarction on postoperative day 5. No vbx stent-related deaths or aneurysmal ruptures occurred in the observational period. The 30-day patency rate was 156/159. Three tvvs occluded and were all asymptomatic and did not require revascularization [right renal artery and celiac artery]. Freedom from vbx-related tvvs occlusion rate was 98.0% at 6 months, 96.6% at 12 and 96.6% 30 months. During follow-up, an additional asymptomatic occlusion of a celiac trunk was documented at 1-year, and a celiac trunk pseudoaneurysm was identified at 4-month. The latter required relining with a gore® viabahn® endoprosthesis with propaten bioactive surface, extending the distal landing zone in the common hepatic artery. In summary, five target vessel instability events were recorded. In four cases of occlusion, no identifiable cause for the thrombotic event was determined. The remaining event, a celiac trunk pseudoaneurysm requiring repair, was likely caused by vessel dissection following stent balloon inflation, immediate repair was not deemed necessary during the index procedure. No bridging stent-graft (bsg)-related endoleaks or loss of stent-graft integrity were observed during the study period.

Manufacturer narrative:
H3 other; h6 codes b20, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: the mean age of 74.5 years was entered as 75 years. A3: male was entered as the patient gender as the majority were males. B3: the published date may 5, 2025, was entered as the event date. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code a27: this code was used for "pseudoaneurysm, which was likely caused by vessel dissection following stent balloon inflation.", as is defined in the literature article. H6 codes b14, c20: the serial number remains unknown; therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b21, c21: further information was requested from the author, like study duration, serial no. Of the gore devices, implant dates, date of event, patient information including identifiers, age, sex, and weight. Also, clarification was requested if the pseudoaneurysm, likely due to vessel dissection, is attributed to the vbx device (balloon). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: simonte g, fino g, isernia g, et al. Performance analysis of a new generation balloon expandable covered stent when used as bridging stent-graft during inner-branched complex aortic repair. Cardiovasc interv radiol. 2025:1-12. Doi:10.1007/s00270-025-04038-2 the objective of this study was to assess the performance of the gore® viabahn® vbx balloon expandable endoprosthesis [vbx stent] when used as a bridging stent in association with artivion¿s inner branched endografts in thoracoabdominal repairs [ibevar]. There were 54 patients [mean age 74.5 years old] in the study and the total number of visceral arteries bridged with a vbx stent through an inner branch was 159. Technical success was achieved in 158/159 vessels. One intraprocedural celiac trunk occlusion occurred without identifiable cause. Patient death was beyond 30 days. Perioperative mortality rate was 9.25% [n=5]. Two patients died of multiple organ failure, one from acute respiratory failure due to interstitial pneumonia, one from aneurysmal rupture following procedure failure and one from acute myocardial infarction on postoperative day 5. No vbx stent-related deaths or aneurysmal ruptures occurred in the observational period. The 30-day patency rate was 156/159. Three target visceral vessels [tvv] occluded and were all asymptomatic and did not require revascularization [right renal artery and celiac artery]. Freedom from vbx-related tvvs occlusion rate was 98.0% at 6 months, 96.6% at 12 and 96.6% 30 months. During follow-up, an additional asymptomatic occlusion of a celiac trunk was documented at 1-year, and a celiac trunk pseudoaneurysm was identified at 4-month. The latter required relining with a gore® viabahn® endoprosthesis with propaten bioactive surface, extending the distal landing zone in the common hepatic artery. In summary, five target vessel instability events were recorded. In four cases of occlusion, no identifiable cause for the thrombotic event was determined. The remaining event, a celiac trunk pseudoaneurysm requiring repair, was likely caused by vessel dissection following stent balloon inflation, immediate repair was not deemed necessary during the index procedure. No bridging stent-graft (bsg)-related endoleaks or loss of stent-graft integrity were observed during the study period.